Event description:
A user facility registered nurse (rn) reported that a combiset blood leak occurred during a patient¿s hemodialysis (hd) treatment. The blood leak occurred five minutes after the start of treatment. The rn said the machine was alarming with an air detector message. Blood was observed leaking externally from the tubing within the blood pump, onto the front of the machine. The rn stated there was no visible damage or defect noted on the combiset bloodlines. The patient¿s estimated blood loss (ebl) was less than 30 ml. The rn confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The combiset was not available to be returned for evaluation as it was reportedly discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported that a combiset blood leak occurred during a patient¿s hemodialysis (hd) treatment. The blood leak occurred five minutes after the start of treatment. The rn said the machine was alarming with an air detector message. Blood was observed leaking externally from the tubing within the blood pump, onto the front of the machine. The rn stated there was no visible damage or defect noted on the combiset bloodlines. The patient¿s estimated blood loss (ebl) was less than 30 ml. The rn confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The combiset was not available to be returned for evaluation as it was reportedly discarded.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.